Event description:
It has been reported that the device was overtorqued and the power was low. No further info was provided. Several requests for add'l info has been sent but to date, no new info has been received.

Manufacturer narrative:
Integra has completed their internal investigation on 09/01/2014. The investigation included: methods: eval of actual device, review of device history records. Results: eval of complaint related device - the cusa handpiece was tested and it was found to be overtorqued with a damaged housing and transducer. The housing and transducer were replaced. Functional test was performed and the handpiece passed all the tests. A device history record (DHR) review was undertaken of works order number (B)(4) and the associated test record to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The manufacturing paperwork was completed correctly following company work instructions. The documentation shows that the device was produced in july 2005. No concessions are listed on the work order. Conclusion: the handpiece has been damaged due to it being "over torqued." Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.